Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that it started about a month ago. Customer stated that it occurs when she is running out of insulin or when she is changing her set. Customer has been having blood glucose levels in the 300 or 400 mg/dl range. Customer's blood glucose level was 67 mg/dl this morning. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Customer has not had any motor errors since her health care professional adjusted the setting about 2 weeks ago. Customer declined troubleshooting. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. The motor passed motor test. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.